Event description:
It was further reported that target lesion was approximately 60% stenosed, non-calcified and non-tortuous.

Event description:
It was reported that during a fistula gram procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic fibrotic vein. The 9.0 x 40, 75cm gladiator balloon ruptured circumferentially upon the 2nd inflation. A 3cc syringe was used so the atmospheres were unknown. There were difficulties removing the balloon back through the sheath. They had to remove the sheath and then the balloon was removed. The balloon was fully intact upon the removal. The procedure was completed with another manufacturers' balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was noted that only a section of the device measuring 168mm in length was returned for analysis. The balloon material was torn circumferentially at the proximal balloon sleeve and torn longitudinally along its entire length to the distal balloon sleeve. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is user related issues due to a syringe being used to inflate the balloon material, and the dfu states that "an inflation device with a manometer is to be used to inflate the balloon material." (B)(4).